Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional h3 investigation summary: the product was returned to ethicon for evaluation. The returned product revealed that it was received, a detached needle and one little needle suture piece that pertained to product code 8709. This product code is double-armed. Upon visual inspection of the detached needle, the swage and attachment area was noted as expected. The barrel hole was examined under magnification, and no suture remnant was found. The needle suture piece was visually inspected, and the swage and attachment area were noted as expected. The suture was examined and the end of the suture was observed to be cut, probably caused by a surgical instrument. Per the conditions of the returned sample, the functional test could not be performed. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - were there any unexpected outcomes or complications as a result of the prolonged surgery time? - what tissue was being sutured when the event occurred? - was additional dissection required in other organs/tissues other than the target tissue? - was there any change in the patient¿s post operative care due to the prolonged procedure? - please confirm the total number of broken sutures involved in this event? - please provide the lot number: attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related events captured via: 2210968-2024-04666 2210968-2024-04667 2210968-2024-04668 2210968-2024-04669

Event description:
It was reported that a patient underwent a vascular procedure on (B)(6) 2024; and a suture was used. During the procedure, the suture broke four times during use. Another like device was used to complete the procedure with a delay of 15 minutes. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/13/2024 additional information was requested, the following was obtained: - were there any unexpected outcomes or complications as a result of the prolonged surgery time? None declared - what tissue was being sutured when the event occurred? Yes - was additional dissection required in other organs/tissues other than the target tissue? Unk - was there any change in the patient¿s post operative care due to the prolonged procedure? No - please confirm the total number of broken sutures involved in this event? 4 eaches - please provide the lot number: tcbhac - device return status. Please document the shipment tracking number: will ship - please provide the source or name of person providing answers to follow-up questions: (B)(6) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # (B)(4). Date sent to the FDA: 5/13/2024 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.